Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the catheter revealed dark residue occlusion in two of the dispensing holes. The catheter was occluded but was able to break loose during decontamination. The pump passed all non-destructive lab testing. There was no anomaly seen in the logs.

Event description:
It was reported the catheter tip was occluded and the system was explanted on the day of this report. The patient was new to this hcp. At the time of taking over the management of the patient¿s pump, it was said the dilaudid was at 105mg/ml, at a rate of 26mg/day. ¿due to pump failures at high concentrations,¿ the hcp ¿felt it to be safest¿ to replace the pump as well, at the time of the catheter replacement. The patient was titrated safely off the intrathecal dilaudid. The patient was then started on dilaudid, 5mg/ml. At explant of the catheter, there was ¿black stuff¿ visibly noticed in the tip of the catheter. The pump was used to deliver dilaudid. Two days after this report date, it was reported the patient was receiving therapy and doing ¿well.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.